Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a burning sensation at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation identified a superficial infection and wound irrigation was performed to resolve the reported event.